Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome was not reported. It was reported that pd therapy was placed on hold for approximately one month due to an unspecified scheduled surgical procedure. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.